Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient experienced high blood glucose level due to a bent cannula which was noticed when the cannula was removed. Therefore, she tried to treat it with bolus via pump, but on (B)(6) 2019, she went to the emergency room, with blood glucose level between 700-800 mg/dl. While in the emergency room, she received insulin via intravenous route as corrective treatment, but her condition was unstable. Consequently, after staying for one hour in the emergency room, the patient was admitted to the hospital due to high blood glucose level, where she received fluids of saline, insulin, and unspecified medication (drug name unknown) which resolved the issue. Moreover, the infusion set had been used for the first or second day. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.